Event description:
Found during testing. The customer called to report that the on switch for the device is intermittent. There was no patient associated with the report.

Manufacturer narrative:
Physio-control provided technical assistance and parts information for repair of main keypad assembly.